Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation determined the reported difficulties appear to be related to the patient anatomy and the patient effect and subsequent surgery appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6fr sheath after a carotid stenting procedure. Reportedly, the proglide feet and needles were deployed. A single suture was evident. When an attempt was made to close the proglide feet, it remained partially open. As the proglide was withdrawn from the artery, the vessel stretched and tore to the point that the suture would not close the artery. Bleeding was stopped with a 10fr sheath. Hemostasis was achieved surgically. There was a clinically significant delay in the therapy. The physician is reported to be trained in the use of the proglide device. No additional information was provided.